Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one curved opening on the patch, crease flat, and observed void >1 mm in non-textured valve-to shell-bond area. Leak test and microscopic analysis were performed which identified one striated opening on the patch. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was one striated opening on the patch assessed as surgical damage consist in the use of some surgical tools.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.